Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The customer returned one actual sample along with a flolink and one unused sample for evaluation. The samples were visually and functionally tested and the reported condition was confirmed only on the used sample. During visual inspection, a piece of the male luer lock had broke off into the flolink. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. An assignable root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. A request for the device has been made. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to baxter corporate product surveillance regarding the 60" high flow rate extension set in which the male connecting piece of high flow tubing broke off. This condition occurred on (B)(6) 2010. There was no patient injury or medical intervention reported. No additional information is available.